Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal drive motor was making a noise when running. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully and there were no adverse consequence to a patient as a result of this event.